Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with blank display and battery heating up due to connector and or lcd puncturing through the isolation tape and making contact to the positive side of the battery tube. Unresponsive button were not verified due to blank display. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 126mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.